Event description:
Sudden abdominal pain, significant weight loss (27 lbs.), loss of appetite, tremors, anxiety, depression, panic attacks, rapid heartbeat, chest pain, trouble swallowing, insomnia, cognitive issues, significant stomach bloating, diarrhea (6+ months and still occurring), joint pain. I have been in hospitals, (B)(6), gi tests and they are not finding what is wrong. Now I have been referred to go to a plastic surgeon to discuss breast implant illness, my implants are. I have never been this sick without any answers. The pain and symptoms are causing issues with me running my company and taking care of my family. Sometimes I just don't want to do this anymore, my depression and anxiety is awful. Inflammation on the stomach lining and esophagus, polyp and 4 other areas were biopsied. FDA safety report ID # (B)(4).